Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. The data obtained from the device confirms that the software was upgraded on (B)(6) 2012 and following this on (B)(6) 2012, the device failed the weekly self-test. The device would have switched to fault mode, which the customer would have been alerted to with the status indicator flashing red and the device emitting an audible warning message. Investigation confirmed that the device failed the weekly self-test because of a low battery. The voltage reading recorded at the time of this self-test was significantly reduced. Testing confirmed there to be a fault with the +ve and -ve terminal pogo pins. When tested under load the current flow through the pins was reduced to a level that would trigger a low battery warning in the device. The device and returned pad-pak from lot 648 were tested and testing confirmed both performed to specification, therefore while the fluctuations in voltage were significant to trigger the low battery warning the device was still able to operate within specifications. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing red. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.